Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. It could have happened that a jam occurred at the diverter inducing a damage to the barrel causing the leakage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9227858 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: posiflush assembly line. Packaging process. It could have happened that a jam occurred at the diverter inducing a damage to the barrel causing the leakage. Rationale: CAPA not required at this time.

Event description:
It was reported that the syringe 5ml saline fill experienced leakage which was noted prior to use. The following information was provided by the initial reporter: prepared a flush tube before infusion to the patient. When checking the package, it was found that the package was leaking. Worried about sterility, discarded and replaced it with a new one.